Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6f sheath after a diagnostic procedure. Reportedly, the proglide device was flushed prior to use without issue. The device was inserted into the patient anatomy and no pulsatile flow was noted from the marker lumen. The proglide device was removed and re-flushed and a white substance was noted in the marker lumen. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported no pulsatile blood flow observed coming from the marker lumen and white substance in the marker lumen were not confirmed. The investigation was unable to determine a conclusive cause for the reported white substance; however, the reported no pulsatile blood flow and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.